Event description:
It was reported that the system 7 aseptic housing was broken during a procedure at user facility, the non-sterile battery fell into the surgical site and was removed by hand. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The product was not returned for evaluation, therefore, the reported event, housing broke by rails and fell, could not be confirmed in this case.

Event description:
It was reported that the system 7 aseptic housing was broken during a procedure at user facility, the non-sterile battery fell into the surgical site and was removed by hand. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.